Event description:
It was reported that during a coronary intervention procedure the gauge on the inflation device read inaccurately. The target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). The physician began to increase the pressure on the advantage inflation device; however, the device was unable to be inflated and the gauge read inaccurately high. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect. The o-ring in rotating adaptor (ra) of the flexcil line was split. A leak test was performed at 2atm, 13atm & 26 atm to determine the presence of leaks. The device leaked and bubbles were noted around rotating adaptor. Gauge accuracy testing was performed at 13 atm, 26atm & 0atm to assess the accuracy of the gauge under pressurization and at 0 pressure. Pressure could not be increased due to leak at rotating adaptor. Device locking mechanism test was performed to assess the functionality of the unit. Pressure could not be increased due to leak at rotating adaptor. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered to be manufacturing. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary intervention procedure the gauge on the inflation device read inaccurately. The target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). The physician began to increase the pressure on the advantage inflation device; however, the device was unable to be inflated and the gauge read inaccurately high. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good."